Event description:
Left motor was just replaced a couple of months ago and is leaking grease already.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.